Manufacturer narrative:
Correction: h4 device manufacture date was noted as may 14, 2012. The correct manufacturing date is: 12/09/2011. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Patient identifier, age, sex, weight, and ethnicity: unknown/not provided. Date of event: is unknown/not provided. (B)(4). An application support manager (asm) spoke to the treating surgeon and provided recommendations for side cut settings to 120. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a slip on the flap of the operative eye at 1 day post op exam. The flap was re-floated to resolve the slip on the eye. The symptoms have been resolved. This is 2 of 3 reports. 2 other separate reports will be submitted. Reference 3006695864-2021-07806 and 3006695864-2021-07804.